Manufacturer narrative:
The actual date of event is unknown. The root cause for the reported issue of an etco2 module error code 570.6200, 570.6500 was not determined. The reported issue that there was an etco2 module error code 570.6200, 570.6500 could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported. Device was not returned to manufacturing facility.

Event description:
It was reported that there were about twenty end tidal co2 modules that came through the customer's biomed repair shop that had error codes 570.6200 and or 570.6500. There was no patient involvement.